Manufacturer narrative:
The damage found was sustained during surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the patient presented in clinic for routine check. Upon device interrogation, the right ventricular lead exhibited low sensing and high capture threshold. It was discovered that the lead had dislodged. The patient presented for lead revision on (B)(6) 2018. The lead was explanted and replaced. The patient was stable throughout the procedure.